Event description:
In 1987 pt underwent a cemented total knee replacement. In the last couple of months she noted some squeaking noise in her knee & mild discomfort. On x-ray the patellar component appeared fractured laterally with the articular surface worn down causing decrease in the space. The patellar component was surgically revised & tibial articular surface replaced.